Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Lead (B) (4) with device ID (B) (4) was not returned for review analysis. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant procedure after 4 re-positioning attempts of the lead, it was not possible to screw in or screw out the helix inside the heart or outside the patient. With the new lead, it was successful. It is not possible to send the lead, it was diposed of in the waste bin. The lead was not implanted. No patient complications have been reported as a result of this event.